Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 51 unopened pouches. 20 units have been used for the needle analysis. On the closed samples received we have checked the tips, edges and geometry of the needles and are within the specification. We have tested the needle bending strength of the needles received and the results are 13.381 nxcm in minimum and fulfill the needle bending strength specifications of 10.8 nxcm in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences but not related to this issue and the results before releasing the product fulfilled usp/ep and b. Braun surgical requirements. Moreover, needle bending strength of the needles during surgery were 13.052 and 13.201 nxcm and fulfilled the needle specifications for needle bending strength of 10.8 nxcm. Conclusion root cause analysis: it has not been possible to determine the root cause because the samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that on (B)(6) 2024 in the operating theater during tonsillectomy surgery in a child while suturing the second locus on the right side after removal of the tonsils at about 12:35 a.m., the needle broke. The broken part was left in the patient's tissues. Impact on patient: re-surgery - transporting the child to a hospital of higher reference. Additional information: the broken off piece of the needle was successfully removed in the (B)(6) and there it remained. This batch of thread was not used again. The treatment was continued at the above-mentioned facility.